Manufacturer narrative:
As requested by the FDA UDI helpdesk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.

Manufacturer narrative:
The customer declined the option to have their glidescope core smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined; however, it is likely that the reported damage to the cable connector may have caused or contributed to the image issue. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported serial number "(B)(6) " did not identify any previous complaints reported to verathon. Trending analysis for the glidescope core smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the screen was interrupted when moving the connected glidescope spectrum single-use lopro s3 laryngoscope. The customer reported the hdmi end of the smart cable was physically bent. No delay in the procedure, use of a backup device, or harm to the patient was reported.